Event description:
It was reported to philips that the uninterruptible power supply gave an audible alarm, and the system was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that uninterruptible power supply (ups) battery in the m cabinet was alarming, and the system was unable to boot. The review of system log files showed an issue with mains power. The field service engineer (fse) went onsite and found that the ups was faulty and that the power fuse had blown. To resolve the issue, fse bypassed the ups, and replaced the f4 fuse on the main distribution unit (mdu) board (ny1). After which, the system returned to use in good working order the codes were updated based on the investigation outcome